Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the meter or the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium xceed meter. No trends were identified that would indicate any product related issues. A stability and clinical data review was conducted and found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the adc blood glucose meter just turns on with button press and test strip but "does not ask for a drop of blood". Customer was therefore unable to test and experienced symptoms described as "could not speak, making strange faces and threw up". Ambulance was called and a reading of 20 mg/dl was obtained on an unspecified meter. Customer was taken to the hospital and he was treated with intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the adc blood glucose meter just turns on with button press and test strip but "does not ask for a drop of blood". Customer was therefore unable to test and experienced symptoms described as "could not speak, making strange faces and threw up". Ambulance was called and a reading of 20 mg/dl was obtained on an unspecified meter. Customer was taken to the hospital and he was treated with intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.